Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the spider had the battery and the case damaged. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D9: updated, device received. H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The enclosures were broken. The device was received pressurized. No battery or other accessories were included. A functional evaluation was conducted. A test battery could not be seated into the battery receptacle. The receptacle was reseated and the test battery was inserted. The device was then tested and passed all functional tests. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.